Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had always had trouble getting a good connection, good coupling between the implantable neurostimulator recharger (insr) and the implantable neurostimulator (ins). There was trouble with finding the ins because it was kind of slanted and was tilted. The ins was currently on its side and the patient could not get it to flatten down. The patient stated that they only way that they could get it to flatten down is if they placed the insr antenna on the ins just right. Good coupling could be achieved when the patient sat on the ins on their bed and did not move for 3-4 hours. Then it might charge. When they did this they were able to get 8 coupling bars, but if they moved ever so slightly the coupling bars would drop from 8 to 0. The patient did not use the belt because of their weight. The ins was reported to be implanted right at the top of the middle of their buttock and the belt would not stay there. The patient had lost 2 pant sizes and wondered if the weight loss might have led to the ins tilting. The tilt ing started about 6 months ago in 2016. The coupling issue and the belt not working had been since implant in 2014. There were no patient symptoms reported.

Event description:
Additional information received from the patient indicated that they do not know the circumstances that led to their being tilted. They had a battery replacement on (B)(6) 2017. It was noted that their battery was replaced with a non-rechargeable one, and placed higher on their back. They mentioned that hopefully the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.